Manufacturer narrative:
The pump error 35 was noted in the pump history and a critical pump error was due to moisture damage on the force sensor. Unable to perform all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor or displacement test due the critical pump error. No unexpected motor error, pump error 42 or 43 in the pump history noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked case corner of the belt clip rails and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error. The insulin pump will be replaced and returned for analysis.